Manufacturer narrative:
Reported event: it was reported that the during impaction, offset reamer cross-threaded with the cup. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 24 devices were manufactured under lot no 32883 and 8 accepted into final stock on 07/07/ 2016 and 16 accepted into final stock on 02/10/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32884 shows 01 additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
During impaction, offset reamer cross-threaded with the cup. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During impaction, offset reamer cross-threaded with the cup. Case type: tha.